Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during device history records review. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Upon additional follow up, patient is reported to be doing well. Diffuse lamellar keratitis is resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center manager reported diffuse lamellar keratitis three days post lasik in a patient's left eye. Patient complains of foggy vision out of left eye. The patient was prescribed an oral steroid dose pak and topical steroids dosage was increased. Upon follow up, the patient has a little bit of inflammation still. The patient works outside at the airport in the cold and the night of treatment the patient had to go outside in the cold and ice with the wind. The dlk was noted to be improving. Patient continues to be monitored.